Event description:
It was reported that during preparation of a surgical procedure it was noted that the "footswitch is defective; not connected". The procedure was not completed due to this malfunction. No injury reported.